Event description:
The facility representative contacted baxter to report a colleague infusion pump in which when the device turns on, the screen is blank and when the device is tested the pump has vertical lines on the left side of the display. The event occurred during patient therapy. It is unknown if therapy was interrupted. The event occurred at the online clinic. The user interface module master software version is currently unknown for this device. There was no adverse event, patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause is faulty main display. The main display has been replaced. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The device has been requested and received but has not yet been evaluated. A follow-up medwatch report when the evaluation results or additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).